Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: no observed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Device has been explanted.

Event description:
Patient reported, right-side "capsular folds" and "slight amount of periprosthetic free fluid". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does notassist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.